Event description:
It was reported the patient's blood glucose rose to 21 mmol/l (378 mg/dl). The pod was reportedly leaking while worn for between 49 and 71 hours on the leg.

Manufacturer narrative:
A tear was found on the exposed portion of the cannula. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.